Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
This complaint is from a literature source. The following literature article has been reviewed: maninder s, kamal a, and sombit b. Comparative analysis of clinical and radiological outcomes of management of mid-shaft clavicle fractures treated by titanium elastic nailing system (tens) versus plating - a prospective study of 40 cases. 2024int. J. Lifesci.biotechnol.pharma.res. Doi: 10.69605/ijlbpr_13.9.2024.7. Objective/methods/study data: the purpose of the study was to compare the functional outcomes of fractures treated by intramedullary titanium elastic nails (tens) fixation versus plating. A total of 40 patients (32 male and 8 female) with an average age of 33 years. Patients were divided into two groups; 20 of them were treated with tens and the other 20 were treated with rc plate. The follow-up period was done up to 24 weeks. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: synthes titanium elastic nail. Adverse event(s) and provided interventions possibly associated with unk - constructs: titanium elastic nail (qty: 3): 1 patient had postoperative infection. No intervention was provided. 2 patients had skin irritation. No intervention was provided. Adverse event(s) and provided interventions possibly associated with unk - elastic nails: titanium (qty: 5): 1 patient had implant failure at 20 weeks. No intervention was provided. 2 patients had skin irritation due to prominent nail on the medial side. No intervention was provided. 1 patient (5%) had proximal nail migration. No intervention was provided. 1 patient (5%) had implant failure. No intervention was provided.